Event description:
It was reported that the patient underwent an atrial flutter ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified reddish material inside the pebax was observed with a foreign material dented on the second electrode. The electrode was lifted and bent. During the procedure, the carto 3 system was displaying a force sensor error 106 after two lesions were completed. The medical team tried rezeroing several times without resolution. The cable was replaced without resolution. The catheter was replaced and the procedure was continued. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and screening test of the returned device were performed following j&j medtech procedures. A visual inspection was performed and reddish material inside the pebax was observed with a foreign material dented on the second electrode. The electrode was lifted and bent.t was observed evidence of a proper manufacturing process on the device on the electrode area with evidence of adhesive. The device was connected to the carto 3 system and the device was recognized and visualized correctly, however, error 106 was displayed on the system. No other issue or error was observed while using the device. As part of the investigation, a failure analysis was conducted on the device. The handle was carefully opened to access the internal components, and the resistance of the sensors was measured. During this process, a failure was detected in one of the sensors. Continuity was performed on both the tip and shaft of the device, revealing an open circuit specifically in the tip area. An fourier transform infrared spectroscopy (ftir) analysis was requested for the foreign material dented on the electrode and it was concluded that the foreign material was presumably acrylonitrile butadiene styrene (abs), and is related to a plastic. A manufacturing record evaluation was performed for the finished device 31366148l number, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed. The potential cause of the open circuit could not be established. The origin of the foreign material and the damage on the electrode could be related to the handling of the device after procedure, however, this cannot be established. The carto 3 instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of j&j medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).